Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had inaccurate readings with the sensor. The customer's blood glucose was 460 mg/dl and their sensor glucose read 220 mg/dl. Customer has bolused for their blood glucose. Customer also reported a calibration error alert and lost sensor alert. It was also found the customer experienced high blood glucose because their infusion set did not stick. Customer's blood glucose was 470 mg/dl at the time of incident. It was found the cannula was bent on the infusion set. The customer also reported a low of 54 mg/dl, but declined to troubleshoot. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the displacement and self test. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the properly on display graph. No unexpected cal error sensor alarm anomalies noted.